Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had received multiple inappropriate shocks for sinus tachycardia, and subsequently therapy was exhausted. The shocks were delivered due to sustained rate duration (srd) expiring. There were no adverse patient effect reported. The device was later explanted for normal battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The clinical observation of therapy exhaustion was not confirmed in analysis. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected the device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.